Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow. Customer does not have the product number, she states that she is using nano ultra fine pen needles but the box has been discarded. Consumer does re-use."

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow. Customer does not have the product number, she states that she is using nano ultra fine pen needles but the box has been discarded. Consumer does re-use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-sep-2022. H6: investigation summary customer returned (9) 32gx4mm bd pen needles without tear drop labels attached. The customer reported a needle clog during injection and no insulin flow. The samples were examined, and it was observed that 7 pen needles featured a bent non-patient end (npe) cannula. The remaining 2 pen needles did not feature a damaged npe cannula and were tested for flow using a test pen injector: both samples were able to expel properly. No evidence of manufacturing defect was observed. The bent npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since the samples were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent after the user handled the pen needles.